Event description:
"Unable to deploy the stent graft: the relay pro stent-graft (nbs) was attempted to be implanted. The black apex holder knob was attempted to be pulled with the controller in the "3", but it was too stiff to move the apex holder knob. The problem was solved by destroying the stainless steel rod using pliers and pulling the green tube that was inside. The stent-graft was deployed, and the procedure was successfully completed. Operation type: tevar blood loss: unknown. Image will be able to be obtained pre-case plan will be able to be obtained additional information will be able to be obtained. (Tc#(B)(4)). Patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.